Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide on the 2008t machine came off and cut the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The 2008t machine alarmed with an air detection message approximately one hour after treatment initiation. The alarm could not be reset and treatment was cancelled. Upon removing the lines to re-setup treatment a drop of blood was observed and a puncture was identified in the blood pump segment of the nipro (non-fresenius) bloodlines. The patient did not experience a serious injury nor require medical intervention as a result of the reported issue. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 50 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Objective evidence was found during the complaint investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide on the 2008t machine came off and cut the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The 2008t machine alarmed with an air detection message approximately one hour after treatment initiation. The alarm could not be reset and treatment was cancelled. Upon removing the lines to re-setup treatment a drop of blood was observed and a puncture was identified in the blood pump segment of the nipro (non-fresenius) bloodlines. The patient did not experience a serious injury nor require medical intervention as a result of the reported issue. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 50 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the complaint investigation indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide on the 2008t machine came off and cut the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The 2008t machine alarmed with an air detection message approximately one hour after treatment initiation. The alarm could not be reset and treatment was cancelled. Upon removing the lines to re-setup treatment a drop of blood was observed and a puncture was identified in the blood pump segment of the nipro (non-fresenius) bloodlines. The patient did not experience a serious injury nor require medical intervention as a result of the reported issue. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 50 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The biomed stated during follow-up that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.